Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument was noted to have a hole in the black insulation of the conductor wire. No fragment fell into patient. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue was identified prior to reprocessing. The type of damage observed was that the wire was exposed due to damaged insulation. It is not known if there was any loss of cautery associated with the damaged cable. There were no signs of thermal damage at the site of insulation damage. No arcing was observed during the procedure. The instrument did not collide with any other instrument or tool during the procedure. The procedure was completed with the same instrument. After the completion of the procedure, the instrument was inspected for any damage. No damage was detected and nothing out of the ordinary was found. There was no fragment that fell inside the patient's anatomy. Photographic images or a video recording of the procedure are not available for isi review.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and the glue around the conductor wire was found to be broken, resulting in a hole between the conductor wire and the distal clevis. The instrument was found to have a segment of the conductor wire dislodged from the distal clevis. The wire insulation was not damaged, and the instrument passed the electrical continuity test. Components adjacent to the dislodged wire do not show damage.

Event description:
Refer to h11 for follow-up information.